Event description:
The reporter stated that the device result was 385 mg/dl compared to the hospital's meter of 280 mg/dl. She said that she was given an IV and insulin since there were high levels of ketones in her urine.